Event description:
The surgeon implanted an qa2010v silicone three piece lens but the rear haptic tore while it was being inserted. The incision was enlarged to remove the lens and sutures were not required to close the wound. The facility stated it was unknown as to why the haptic tore. An msi-pm injector and an qa2.8s cartridge were used but the lot number were not provided by the facility.